Event description:
Unable to interrogate pacemaker-message displayed "positionhead" - only half of parameters were interrogated. "Dashes" appeared in most parameter fields and windows screen appeared saying that interrogation was incomplete and to reposition head and try again. Also used a 2nd programmer and obtained same results. Called technical svs at pacesetter. Felt this is a microprocessor problem as discribed in pacesetter technical memo 3/00. The pacer in question is included in that memo. Plan to replace pacer.